Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the sensor wasn't connecting to the insulin pump. Customer was advised to remove the senor and noticed the filament wasn't there and had blood. The site was bleeding and customer was unable to see if electrode was still in his body. Customer's blood glucose was 12 mmol/l. Three hours they looked at the casing and about 1 mm was sticking out. The sensor is being returned for analysis.